Manufacturer narrative:
The device was not returned for evaluation; however films were supplied for review. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the patient underwent a surgical procedure on the left foot. Allegedly, device fractured post-operatively. A revision is expected to take place but has not been scheduled at the time of this report.

Manufacturer narrative:
Radiographic images were provided and confirm that the hammertoe implant has fractured. The fracture appears to be about a third of the way down the screw shaft from where the blade and screw meet.